Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. A section of the block fractured off of the device at the 4-5 slots location and was not returned. The device was manufactured in 2013 and exhibits signs of significant wear/usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that while cutting through the primary anterior chamfer, an anterior piece of the cutting block sheared off. There was no back up device available and the surgeon had to free hand the cut. The surgeon was able to stick to the surgical plan. No injuries occurred to the patient and no broken pieces fell into the wound, all pieces were retrieved. The final outcome was as planned without delays.